Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found that the subject device was functioned without problem. Also, regarding the function of the touch panel, the subject device was compared with another otv-s300 owned by omsc, there was no noticeable difference. Therefore, it was considered that the subject device had no problem. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the check in the installation at the facility, despite the touch panel of the subject device was tapped, it could not be operated sometimes. There was no report of patient injury associated with this event.